Event description:
The facility reported an infusion pump that keeps turning off by itself. It was not specified if this failure occurred while infusing on a pt. The facility rep stated that there was no pt injury associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.

Manufacturer narrative:
The device involved was received for evaluation.